Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a procedure for a shaft fracture fixation utilizing lcp superior-anterior clavicle plate. Union was achieved after 12 weeks. Clavicle abscess was observed post-op. Reoperation was done due to hardware removal secondary to abscess. Patient outcome is unknown. No further information is available. This report is for (1) 3.5mm lcp sup ant clavicle pl w/lat extn 5h/lt/94mm this is report 1 of 1 for complaint (B)(4).